Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. The pump battery gauge was at 70% battery life and after charging the pump 20 minutes later pump battery gauge was at 10%. The customers blood glucose level was not impacted. It was indicated that the customer would use insulin pens as alternate insulin therapy.